Manufacturer narrative:
(B)(4). Results of investigation: carefusion was not able to verify the customer's reported issue. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed 111 hours of extended tests at the customer's settings. The ventilator also passed the initial final test and the initial alarm volume test. No failures were detected with the device.

Event description:
It was reported to carefusion that the unit was delivering a higher amount of oxygen than expected. The customer stated that the unit was on a patient at the time of the event but there was no patient harm. The customer also stated that when he tested the unit, he was getting low flows with a high oxygen output, but he believes there could have been an issue with his circuit.